Event description:
It was reported by the sales rep that the probe got very hot during a knee scope. The dr claimed that he could feel the heat on his hand and at the incision. It shorted out when using the cut.

Manufacturer narrative:
Additional info will be provided once investigation is completed.